Event description:
It was reported that during a meniscus repair, when the surgeon was trying to catch the suture, the snare top handle of the tfcc mender suture system kit broke in two pieces. It was attempted twice, but both pieces of the snares in the same tfcc mender suture system kit were easily broken. Non-significant delay was reported, and the procedure was finished with a fast-fix 360. No further complications were reported.

Manufacturer narrative:
H10: additional information: updated b5 and h6 (medical device problem code).

Manufacturer narrative:
Internal complaint reference case-(B)(4). The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the device and the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided image found the hub was broken away from the shaft of the suture capture loops. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair, when the surgeon was trying to catch the suture, the snare top handle of the tfcc mender suture system kit was broken. It was attempted twice, but both pieces of the snares in the same tfcc mender suture system kit were easily broken. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).